Event description:
It was reported that the surgeon attempted to insert a competitor's lens and the haptic was damaged. The reporter believes the event was the result of the lens getting stuck in the cartridge. The lens was removed and exchanged without incident.